Event description:
It was reported that this patient's had been seen for noisy signals on the right ventricular (rv) lead for a couple of years. The patient was sent for a chest x-ray but did not come back for it. The patient has had since subsequent shocks but was seen in different hospitals for those events. It was noticed a red alert due to low out-of-range pacing impedance less than 200 ohms. The patient had an in-clinic evaluation and the measurements were back normal. Technical services reviewed this case and confirmed the alert. Reportedly, some stored ventricular events showed lead noise. No pacing inhibition was noted, however, ts indicates this may be the start of a lead issue based on the lead's longevity. Attempts to obtain additional information were unsuccessful. This lead remains in service and no adverse patient effects were reported.